Event description:
Pt has had repeated occurrences of contact dermatitis which appear to be related to her wearing gloves. Treated with topical steroids, cotton liners for gloves, hypoallergenic gloves, vinyl gloves and skin care protocol instruction. Only improvement occurs with absolutely no contact with gloves.